Event description:
A malfunction was reported with the pump by the caller. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur, and they were advised to contact support again if the code reappeared.